Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump had unresponsive keypad. The customer states the pump was exposed to fluid. The customer sates the pump goes blank and tries to restart itself. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.